Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to sharp pain, swelling and burning.

Manufacturer narrative:
This report is being amended to reflect changes in date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, and additional MFR narrative. Review of the compatibility matrix identified that the components are compatible. No product was returned; visual and dimensional evaluations could not be performed. The device history records for the tibial component and articular surface were reviewed and no deviations or anomalies were identified. These devices are used for treatment. A complaint history search identified no other complaint for the part/lot combination of the tibial component or the articular surface. It is unknown whether the component was implanted with the correct fit and orientation as per the surgical technique. However, an x-ray taken prior to the revision surgery clearly shows a gap between the tibial component and tibial bone. A field action was conducted on february 19, 2015 in which zimmer voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. The device in question was implanted prior to this field action. The CAPA investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices. Therefore, the problem with this device constitutes a "design issue" as the root cause.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.